Manufacturer narrative:
The unit was repaired by a vendor by replacing a non-ge filter. There was no ge healthcare service. H3 other text : the unit was repaired by a vendor by replacing a non-ge filter. There was no ge healthcare service.

Event description:
It was reported that there was a malfunction resulting volume less than 400 ml resulting in peak inspiratory pressure (pip) pressure dropping thereby causing potential loss of ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4).